Event description:
Complaint alleged that the bed rail was not latching correctly. No injury alleged.

Manufacturer narrative:
Technician found that the bed rail was not latching properly. Removed and cleaned the siderail latching assembly to resolve this issue. Bed located in ICU.